Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that drawer 6.1 was constantly failing and required a reboot for recovery. The customer was experiencing issues with multiple pocket failures. The field service engineer (fse) had inspected the cables and connections and replaced the retractor bands to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6.1 was constantly failing and required a reboot to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.